Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection confirmed the defect as a weld pucker. This issue was investigated through CAPA, and manufacturing inspection and maintenance controls are in place to mitigate the occurrence of this issue; specifically, scheduled preventive maintenance to replace worn spike port mandrels in addition to in process sampling and 100% visual inspection. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the lower area of the bag. The leak was discovered during inspection in the pharmacy. This report documents no patient involvement or adverse events. No additional information isavailable.